Manufacturer narrative:
Customer¿s complaint of ¿pump has failed rate test too low¿ was not confirmed. Tested device by running delivery accuracy test per tsm, passing rate is between 19-21ml with a test protocol of 200 vtbi over 10 ml piggybacking line a and b. Device consistently passed three delivery tests with a delivery rate of 20.2. Complaint not confirmed. Review of device alarm log history found no similar events. Device passed self-test with no error alarms. Probable cause is no problem found.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum 360 failed the rate test. The report stated that the pump had failed rate test too low. The event occurred in a clinical setting. The event was noted in the device history. There was no patient involvement, no patient harm or adverse event, and no delay in therapy.